Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed a field evaluation at the site to further investigate the customer reported event. The fse replaced the erbe due to the reported bruising sustained by the patient. Isi received the erbe unit for failure analysis evaluation. A visual inspection was performed, and no physical issues were identified that could be associated with the reported event. Functional testing was then conducted using the system, during which the erbe successfully energized and cauterized all ports and instruments without any issues. A review of the erbe internal log showed an error. Based on these findings, the root cause of the reported event could not be determined because the unit is an original equipment manufacturer (OEM) product and could not be opened on site for further investigation. Therefore, the erbe unit will be sent to the OEM for further analysis.

Event description:
It was reported that following a da vinci-assisted procedure, the patient was found to have a mild bruise at the site of the grounding pad. The surgery was completed as planned with no delays, errors, or alarms. No medical intervention was required for the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Updated fields: g3, g6, h2, and h11 additional information was received from original equipment manufacturer (OEM) of the erbe generator. Per the OEM, it was concluded that a precise analysis of the cause was not possible currently. Based on the description of the skin lesion (slight bruising), it could be a lesion unrelated to the application of electrosurgery, for example, caused by pressure or too rapid removal of the neutral electrode (ne) (also depending on the patient¿s skin, etc.). A thermal injury could occur, for example, if too many successive and / or too long activations cause excessive heating under the ne. However, the appearance described does not suggest a thermal lesion under the ne.

Event description:
Refer to h11 for follow-up information.